Manufacturer narrative:
Customer found lab full of smoke and after determining cause to be asxym system and performed emergency shutdown procedure per axsym operations manual, pg. 7-13. A field service rep (fsr) visited account for investigation of event. When fsr removed back panel from instrument and turned on power, smoke came from card cage on driver board #1 and flame could be seen burning from board. Removal of board, after power off, showed 470uf 63v electolytic capacitor in top left of board had been burnt. Fsr replaced board and instrument was returned to normal operation. Additional investigation determined operators installing electorlytic capacitor components on axsym driver board #1 received adequate training to minimize occurrence of capacitor being installed incorrectly. Any fire started by capacitor should be self limiting based on flammability ratings of materials in proximity to capacitor. In addition, review of complaints against axsym system showed no adverse trends. Adequate labeling exisits to minimize any risk to operator safety. This is the final report.

Event description:
On 5/6/97, the account reported that smoke from the axsym analyzer filled their laboratory and small pieces of soot were scattered throughout the room. According to the account, the recently painted windows in the lab were painted shut and could not be opened. The axsym was shut down and the lab evacuated until the smoke cleared. No report of any injury. An investigation at the site identified that the smoke came from the cage vent and a flame could be seen burning in the card cage on driver board #1.